Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock in (B)(6) 2025, and the device was reprogrammed to primary sensing vector with double gain. In (B)(6) 2025, another inappropriate shock was delivered. A request was made to have data from this device analyzed. Device data confirmed the noisy signals were non-physiological in nature. A technical services (ts) consultant noted that morphologically, the signal indicates a possible proximal electrode detection path issue. Troubleshooting recommendations were discussed at length. Besides the inappropriate therapy, no other adverse patient effects were reported. This s-ICD remains in service. Additional information: in-clinic troubleshooting was performed, and the episode in questions could not be reproduced. Secondary vector could not be chosen as an alternative vector due to low amplitude. X-ray imaging and device data were sent to ts for review. Per a ts consultant, troubleshooting results confirmed the initial assumption of a problem with the sense b detection path. At this time, there is no evidence intervention has been performed. This device remains in service. Additional information: the patient underwent a revision procedure on (B)(6) 2025, and their s-ICD system was replaced with a transvenous ICD system. Besides intervention, there were no other adverse patient effects reported. Product return is not expected.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the event description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock in (B)(6) 2025, and the device was reprogrammed to primary sensing vector with double gain. In (B)(6) 2025, another inappropriate shock was delivered. A request was made to have data from this device analyzed. Device data confirmed the noisy signals were non-physiological in nature. A technical services (ts) consultant noted that morphologically, the signal indicates a possible proximal electrode detection path issue. Troubleshooting recommendations were discussed at length. Besides the inappropriate therapy, no other adverse patient effects were reported. This s-ICD remains in service.